Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On 19-aug-2019, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter alleged that when cycling the cartridge, it seemed too easy as if there were extra lubricator inside. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the issue can result in under-delivery of insulin.